Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was contamination on the battery board. The cause of the resets and inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.